Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6, device history lot part # 319.004, synthes lot # h391105, supplier lot # h391105, release to warehouse date: 06 mar 2018, supplier: (B)(4), no ncr's were generate during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation summary: it was reported on october 5, 2020, the sterile processing department noticed that the hook on the tip of the depth gauge was broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: visual inspection performed at customer quality (cq) showed the distal portion needle broke off at juncture just before the hook. The broken portion as not returned. No other issues were identified. A device failure was identified. Dimensional inspection: device used: ca122p. Document/specification review: the following drawings were reviewed: depth gauge for 2.0/2.4 mm screws: 319_006 rev p/n needle: 319_004_3 rev f. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sterile processing department noticed that the hook on the tip of the depth gauge was broken. There was no patient involvement. This report is for 1 depth gauge for 1.3mm and 1.5mm screws. This is report 1 of 1 for (B)(4).